Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was received. Insulation abrasion was noted from 35.2 cm to 36.1 cm from the distal tip. The abrasion was consistent with that of exposure to friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.